Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device failed self-test using these electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical united kingdom and the customer's report was duplicated and attributed to the electrode pads. The electrode pads were scrapped to resolve the report. The customer received replacement electrode pads. Analysis of reports of this type has not identified an increase in trend.